Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 25.0 cm thoracic aortic dissection. It was reported that the left common carotid artery was unintentionally covered during the initial procedure. An intra-operative retrograde type a dissection also occurred; which caused malperfusion to the celiac artery, renal arteries, superior mesenteric artery, and right leg. A carotid-carotid bypass and ascending aortic open repair were performed. The metal struts had punctured through the aorta circumferentially. The physician had to bypass the innominate artery and replace the ascending aorta by sewing to the fabric of the stent graft and stent struts. The physician stated that the cause of the event could not be determined. The patient is alive and still in the hospital. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film review the cause of the events occurring during implant could not be determined from the pre-implant films provided. Images during and post-implant were not available, and the stent graft in-vivo configuration could not be assessed. Pre-implant CT¿s confirmed that the patient had a type b dissection that extended from just caudal to the lsa, down to just above the celiac artery. The dissection then resumed down the abdominal aorta, from just below the orifice of the right renal artery and down to the mid-level of the left common iliac artery. The descending thoracic was essentially straight, with no appreciable calcification of thrombus. The diameter of the ascending thoracic measured 28 ¿ 30mm and no dissection was observed. The thoracic flow lumen (tl +fl) diameter along the descending thoracic ranged from 30 ¿ 27mm. It is possible that the patient¿s pre-existing type b dissection may have contributed to the events. Unintentional stent graft coverage of the left common carotid artery was likely procedure/user related. If information is provided in the future, a supplemental report will be issued.